Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected reagent lot have been identified; however, the search did identify an increase in complaint activity for reagent lot 44996un17. The log files from the architect i1000sr analyzer were reviewed. No conclusive information was found to indicate an instrument or sample issue. Accuracy testing was performed using an in-house retained reagent kit of lot 44996un17. All acceptance criteria were met indicating acceptable performance of this assay lot. There were no returns available from the customer site. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. The customer now believes that fibrin may have been present in the sample. (B)(6).

Event description:
The customer reports that on (B)(6) 2017, one patient sample generated an initial architect stat troponin-I assay result of 6.078 ng/ml. The sample was retested in duplicate and generated results of less than 0.010 ng/ml. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported. The customer replaced the sample probe and performed a precision run that generated an acceptable coefficient of variation of 1.4%.